Manufacturer narrative:
(B)(4). The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The sample was out of the pouch and the primed and the tubing was cut away below the burette bottom cap. Visual inspection confirmed that the drip chamber had separated from the burette outlet port. Microscopic inspection revealed that there was very little to no solvent residue present on the bonding surface of the drip chamber and burette chamber bonding surface. The reported condition was confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system buretrol solution set came apart during use. It was reported that the drip chamber separated from the buretrol. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.